Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), perforation ("organ perforation"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune response") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint swelling, blurry vision, eye itching and dizziness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("chronic cramping/ lower abdominal pain"), fatigue ("fatigue"), back pain ("lower back pain"), rash ("rashes"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), pelvic pain ("chronic pelvic pain"), ovarian cyst ("other injury(ies) or complication (s) please describe: cyst on my left ovary"), libido decreased ("hormonal changes describe: decreased libido"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, autoimmune disorder, abdominal pain lower, fatigue, back pain, rash, dyspareunia, abdominal distension, weight increased and pelvic pain outcome was unknown and the ovarian cyst, libido decreased, pollakiuria, allergy to metals, dysmenorrhoea, vaginal discharge and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, ovarian cyst, pelvic pain, perforation, pollakiuria, rash, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: libido decreased, pollakiuria, allergy to metals, dysmenorrhoea, vaginal discharge, alopecia, ovarian cyst, reporter, patient demographic information were added. Product start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), perforation ("organ perforation"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune response") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint swelling, blurry vision, eye itching and dizziness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("chronic cramping/ lower abdominal pain"), fatigue ("fatigue"), back pain ("lower back pain"), rash ("rashes"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), pelvic pain ("chronic pelvic pain/ pain"), ovarian cyst ("other injury(ies) or complication (s) please describe: cyst on my left ovary"), libido decreased ("hormonal changes describe: decreased libido"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (to rernove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, autoimmune disorder, abdominal pain lower, fatigue, back pain, rash, dyspareunia, abdominal distension, weight increased, pelvic pain and nausea outcome was unknown and the ovarian cyst, libido decreased, pollakiuria, allergy to metals, dysmenorrhoea, vaginal discharge and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, nausea, ovarian cyst, pelvic pain, perforation, pollakiuria, rash, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received: added new event: nausea. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/half way out of tube'), perforation ('organ perforation'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('autoimmune response') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, eczema, rash, c-section and c-section. Previously administered products included for an unreported indication: lo loestrin fe. Concurrent conditions included joint swelling, blurry vision, eye itching, dizziness, right upper quadrant pain, cholecystitis, cholecystectomy, abdominal pain, epigastric pain, belching and indigestion. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("chronic cramping/ lower abdominal pain"), fatigue ("fatigue"), back pain ("lower back pain"), rash ("rashes"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), pelvic pain ("chronic pelvic pain/ pain"), ovarian cyst ("other injury(ies) or complication (s) please describe: cyst on my left ovary"), libido decreased ("hormonal changes describe: decreased libido"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), disturbance in attention ("impaired concentration") and dry skin ("dried skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to rernove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, autoimmune disorder, abdominal pain lower, fatigue, back pain, rash, dyspareunia, abdominal distension, weight increased, pelvic pain, nausea, vaginal haemorrhage, menorrhagia, disturbance in attention and dry skin outcome was unknown and the ovarian cyst, libido decreased, pollakiuria, allergy to metals, dysmenorrhoea, vaginal discharge and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, disturbance in attention, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, nausea, ovarian cyst, pelvic pain, perforation, pollakiuria, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 2014, hysterosalpingogram was not completed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; abdominal pain, nausea, pelvic pain, cyst of left ovary and menstrual cramps. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: new events added- vaginal haemorrhage, menorrhagia, disturbance in attention and dry skin incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), perforation ("organ perforation"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune response") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("chronic cramping/ lower abdominal pain"), fatigue ("fatigue"), back pain ("lower back pain"), rash ("rashes"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), weight increased ("weight gain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, autoimmune disorder, abdominal pain lower, fatigue, back pain, rash, dyspareunia, abdominal distension, weight increased and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, pelvic pain, perforation, rash and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.